Event description:
During a tubal ligation procedure the wolf falope ring band applicator tore a hole in the fallopian tube, the surgeon used cauterization to finish the case. Patient had a slightly longer hospital stay. There was no other harm to the patient.

Manufacturer narrative:
This device is currently still under investigation and testing at our facility. As a result, a determination cannot be made at this time. When further information becomes available, gyrus (B)(4) will continue the investigation and update the agency accordingly.